Manufacturer narrative:
Follow-up #1: date of submission 05/25/2017 device evaluation: the device has been returned and evaluated by product analysis on 05/08/2017 with the following findings: there were pump reboot events observed in the black box. The battery compartment was found to be cracked. The battery cap was able to attach securely to the pump with no power issues. The pump was exercised for 24 hours with no power issues observed. There was moisture visible in the display of the pump. The pump was opened and further moisture was found on the internal components of the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. Reportedly, the pump had an intermittent power issue. Additionally, the battery compartment was reportedly cracked and there was moisture/corrosion in the battery compartment. The reporter noted that the battery cap¿s yellow o-ring was visible at the time of the power issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.